Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arterial side of the manifold broke causing leak. As per the user facility, only changed the manifold and not the entire pack. No consequences or impact to patient. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 15, 2019. The returned sample was visually inspected and a crack along the female l-shaped connector was found. A minimal amount of pressure was applied to various locations on the connector, confirming the crack. A representative retention sample was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. It is likely that the manifold connector was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.